Event description:
It was reported that during a lead revision the right ventricular lead was noted to be nicked near the suture sleeve when the physician opened the pocket. Blood ingression was observed in the lead after it was entirely explanted. No patient complications were reported as a result of this event.